Manufacturer narrative:
In response to FDA report number: mw5088479. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "ruptured." Patient additionally reported "discovered via us and MRI that both implants are ruptured." Device remains implanted. This record is for the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "ruptured." Patient additionally reported "discovered via us and MRI that both implants are ruptured." Device remains implanted. This record is for the left side.